Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during an emergency brain angiography procedure. The examination and treatment are completed in a separate system. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Review of the system log file showed that the disk bay issue. Upon functional testing, fse found that the image writing error was confirmed in the side image processing pc unit. Fse replaced two image hard disk drive (hdd) for image storage in the side image processing pc, reinstalled the software on the side image processing pc. After replacement and resetting the data, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that a there was error occurred in the image processing unit during nighttime inspection and it prevented imaging when using during emergency brain angiography. The system was in clinical use. The procedure was completed on another device. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during an emergency brain angiography procedure. The examination and treatment are completed in a separate system. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Review of the system log file showed that the disk bay issue. Upon functional testing, fse found that the image writing error was confirmed in the side image processing pc unit. Fse replaced two image hard disk drive (hdd) for image storage in the side image processing pc, reinstalled the software on the side image processing pc. After replacement and resetting the data, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected. The reporting institution name, reporting address line 1 and the reporting address city have been updated.